Event description:
It was reported that during a cholecystectomy procedure, the clips would not advance. It was impossible to obtain more info. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Evaluation summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned empty and with the lockout mechanism broken. The instrument is designed to lockout when all the clips have been fired. The instrument was disassembled and the lockout posts were noted to be broken, which denotes that the lockout had been fired through. While we were unable to re-create the event reported, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.